Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, in (B)(6), the patient underwent gynecological operation. The epidural catheter was inserted after being induced by anesthesia. After the operation, the device was taken to the ward. On (B)(6) 2020, the family members of the patient found that the catheter was broken. Half was in the patient's body; half was outside the patient's body. Then the catheter was removed, and the sample was kept and returned for investigation.

Event description:
It was reported that (B)(6) 2020, in (B)(6) university cancer center, the patient underwent gynecological operation. The epidural catheter was inserted after being induced by anesthesia. After the operation, the device was taken to the ward. On (B)(6) 2020, the family members of the patient found that the catheter was broken. Half was in the patient's body; half was outside the patient's body. Then the catheter was removed, and the sample was kept and returned for investigation.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was found broken during use. The customer returned one snaplock assembly and two epidural catheter pieces. The returned components were received connected together (reference attached files inp1900076892). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most proximal piece and likely most distal piece show no sign of stretching of the extrusion and coil wire at the point of separation. Both the proximal and distal ends of the returned catheter pieces appear to be intact. The catheter appears to have been used as biological material can be seen on the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. A dimensional inspection was performed on the catheter using a ruler (10172897). The proximal end catheter extrusion piece measures approximately 75.8cm. The distal end catheter piece measures approximately 15.0cm. Both catheter pieces combine to measure approxim ately 90.8cm. None of the catheter appears to be missing as the total extrusion returned is within the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 09. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter broke during use was confirmed based upon the sample received. The customer returned two catheter pieces that was separated at the extrusion. None of the catheter was missing. At the point of separation, the extrusion and coil wire showed no signs of stretching at the point of separation as it appears the catheter may have been cut. Although, the catheter appears to have been cut, the IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.